Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-47750. It was reported that patient was not achieving effective therapy since the time it was implanted. The leads were not placed at the right level , thereby causing the issue .to address the issue patient underwent surgical intervention where the lead and ipg was replaced effective therapy was restored post operatively.